Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the user could not remove one of the caps from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/31/2014 with the following findings: the returned battery cap was unable to secure to the suspect pump case or a test pump case: the reported issue was duplicated. The threads and slot of the returned battery cap were found to be defective; this device failure directly caused the reported issue. The battery cap contact measurements were within the specifications. The pump case was found to be free of damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.